Manufacturer narrative:
The lens was returned positioned incorrectly in the lens cases. The lens is leaning against the posts and down into the well area of the lens case. Solution is dried on the lens. One haptic is broken in the haptic/optic junction area (not returned). The other haptic is bent in the gusset area and broken in the distal tip area (returned adhered by solution to the posterior optic edge). The optic has multiple split/cracks and deep scrape marks on the anterior and posterior sides of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided it is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. It is unknown what is meant by ¿non-conforming¿. No other details were given. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a non-conforming intraocular lens (iol). There was no reported patient impact. Additional information was requested.